Event description:
It was reported that the device volume are inaccurate and up to 20 percent. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
H10: product is beyond a year from manufacture date of 2020-01 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a missing tamper seal. Functional testing found the customers concern regarding failed accuracy was unable to be confirmed. Delivery accuracy test found the pumps average delivery error to be within the published specification of +/-6%. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required.h10: a sample has been received and device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: correction: date received by manufacturer: original date received by manufacturer should have been 14-jun-2022.

Manufacturer narrative:
B5: additional information received on 15-aug-2022 via email and attached to complaint object: there was no patient involvement with these pumps. All five pumps were found in a box in storage. The pharmacy director tested them by setting the pump to deliver 100 ml, but they only delivered 80 ml. This is the case for all five pumps. They are two years old and haven't had any service. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: d4: correction: model number: 2110. H4: correction: device manufacturing date: 18-feb-2020.